Event description:
It was reported that (1) atb35 was used during a lap appendectomy procedure. It was reported by the rep that the atb35 endo cutter was placed across base of appendix and closed. The surgeon completed the firing cycle with difficulty (great resistance when pulling firing handle). Upon pushing the release button the jaws stayed locked on tissue. The scrub nurse pried the firing, closing handles and open with his hands to get the jaws to release. Upon inspection, it was observed that the endo cutter did not staple or cut. A new stapler was opened and the case was completed. There was no consequence to pt.